Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during patient use. The patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.